Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.

Manufacturer narrative:
Date of event could not be obtained from the user due to non-response despite of several communication attempts. No further information was available. No investigation was possible. No investigation or resolution was possible due to insufficient information available. D8: was this device serviced by a third party? No. H3. Device evaluated by manufacturer? No, other. H6. Health effect - clinical code updated to 1912. H6. Health effect -impact code updated to 4614. H6. Medical device problem code updated to 1307. H6. Component code updated to 3141. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.